Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the rep was requesting compatibility guidelines for a prospective patient who works around strong electrical magnets. The rep was asking because they recalled a patient from 5 years prior to the report that would get stronger stimulation when they were near magnets at work. When that patient turned their ins off, they were fine when they were close to magnets. No further patient, device or event information could be obtained from the rep, and they did not know if this event had been reported previously. No further complications were reported or anticipated.